Event description:
As reported, pproximately 1 year and 5 months post the initial tka, the patient experienced a fall and injured his right knee. The patient underwent a bone scan which was reported to show increased uptake in the right patella region, thought to be due to possible loosening of the patella button, and hyperaemia at the right tibial tubercle in keeping with ligamentous insertional change and uptake was otherwise unremarkable in relation to the right knee prosthesis. The bone scan confirmed that the patient has subsequently developed component loosening. The surgeon recommended that the patient undergo a revision total knee replacement with cement fixation of the devices. The patient was revised.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6), 02-012-49-3011 - logic cr tib insert slope++, sz 3, 11mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-32 - threaded pin size 3.0 collarless, (B)(6), a10012 - gps implant kit v2.

Manufacturer narrative:
Report number: 1038671-2019-00278 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: b2 d8 h6 the revision reported may have been due to loosening and prosthesis wear. However, this cannot be confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: serial number (B)(6) is part of recall z-2155-2024. The revision reported may have been due to loosening and prosthesis wear. However, this cannot be confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.